Event description:
Customer stated that the last two physicians and diabetes educators from medtronic are not helping with the insulin pump adjustment and gastroparesis. Customer has been very sick on the insulin pump therapy. Customer stated that the manual injections were easier to manage. Customer is running high all the time. The blood glucose reading has been as high as 600 mg/dl. Customer stated that physician she works for administed an IV and there is no hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)